Manufacturer narrative:
Device code:2203=infected h3: examination of valve in co's lab revealed vegetative material along hinge area of each leaflet which is indicative of endocarditis. Neneteen intact surtures were alos noted which is indicative of perivalvular leakage caused by endocarditis. X-ray analysis revealed no apparent calcification. Stent distortion was noted and appeared artifactural of explant. Histological analysis was performed by our consultant pathologist and his report is as follows: microscopic examination reveals focal mild to moderate degeneration of leaflet collagen with insudation of plasma proteins and lipid. There was an intense superficial infiltrate of host mononuclear and multinucleated giant cells. There was diffuse mural thrombosis. In focal areas there was a marked neutrophilic infiltrate present. This was especially intense at a xommissural attachment site and adjecent to porcine myocardium present at junction of aortic wall and valve leaflet. In region of myocardium, there was a prominent organizing vegatation, with numeroud neutrophils and clusters of small, round bacteria present which appear to be gram positive cocci, in gram-stained sections. In summary, this valve showed bacterial, bioprosthetic endocarditis, involving leafltes, a commissure and aortic wall portion of bioprosthesis. Primary cause for removal of this valve was due to endocarditis, as noted clinically and confirmed histologically. H6: 86=x ray analysis

Event description:
On 12/22/96 the pt underwent medical intervention for the device reportedly due to endocarditis, congestive heart failure, shortness of breath, edema and dyspnea on exertion. On 2/14/97 the pt underwent expllant of the device reportedly due to endocarditis, thickened pannus consistent with endocarditis, dehiscence, congestive heart failure, pulmonary edema, pedal edema, low cardiac output, febrile and elevated white blood count. No further info provided.